Manufacturer narrative:
This event occurred outside of the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed; no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, there was no bipolar pacing in the right ventricle when the right ventricular (rv) lead was connected to the device; however, when the rv lead was connected to the analyzer, no bipolar pacing issues were noted. The physician then attempted to reprogram the device for bipolar pacing but exit block occurred. The device was removed and a different device was implanted. No patient complications have been reported as a result of this event.